Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0875 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thus/thump and carelink. Confirmed 41.9 units of normal bolus was delivered on (B)(6) 2025 between 12a and 11:59p. The electronic assemblies and motor assemblies were inspected, however, moisture damage was noted pcb1 board. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay, stained keypad overlay, label damage (serial number faded), missing display window cover. The p-cap/reservoir does lock properly. Pump passed functional testing and no over/under delivery anomalies noted during testing. However, confirmed moisture damage to pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a change sensor, a difference between sensor glucose and blood glucose, sensor updating, and calibration not accepted alert. The customer reported a blood glucose value of 438 mg/dl. The event involved product(s) unk_ngp. Troubleshooting was performed for the change sensor and the customer is unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. Troubleshooting was performed for the general documentation and the call was dropped. Troubleshooting was performed for the sensor glucose vs blood glucose and the customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range after fewer than 4 days of wear. The customer was advised to try another sensor. It was unknown whether the customer used the insulin pump within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.